Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during an colonoscopy with stent placement procedure performed on (B)(6) 2009 (over 18 years old male). According to the complainant, the stent was placed in the stricture location and it became very difficult to deploy the stent. Force was applied and the deployment handle broke and came loose. The device was removed from the scope and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).